Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a mandibular reconstructive surgery the twist drill broke. The surgery was completed using the same type drill. The patient did not retain a foreign body. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Upon review of the pictures, it can be seen that the drill is fractured transversely near the proximal end of where the threads begin. No product was returned and no functional tests or inspections could be performed. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this product states in the warnings and precautions section: "excessive force may cause unusual stress conditions and result in breakage or fracture of the device." Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer.

Event description:
This report is being submitted to document the completion of the investigation.